Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned measuring 22.5cm from the connector pin. The damage found was consistent with the explant procedure. A complete analysis could not be performed without return of the entire lead.

Event description:
It was reported that the patient expired due to cardiac arrest. The analysis of the ICD indicated that a lead anomaly resulted in a device reset and damaged output circuitry.